Event description:
It was reported that there was a rattling noise coming from inside the power module and the customer requested that the power module be returned for evaluation and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a rattling noise within the power module was confirmed via the unit¿s functional analysis. The returned power module (serial number (B)(6)) was received at the service depot and was observed to have damages on its top and bottom housings upon arrival. The rattling noise within the unit was confirmed, as small pieces of the damaged housing were inside of the unit which caused the noises to occur when the unit was moved. The damaged housing components were replaced; then, the unit was functionally tested and performed as intended. The serviced and repaired power module was returned to the customer site after passing all tests per procedure. The root cause of the damaged housing, causing a rattling noise to occur from within the unit, was unable to be conclusively determined through this analysis. Incidental finding: damaged main pcb. Review of the device history record for the power module, serial number (B)(6)., showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.